Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the upper face, midface, lips, nasolabial folds and marionettes. Patient developed swelling and pain on the whole face and forehead. Patient was treated with clindamycin which was ineffective and patient went to the emergency department. Patient was also treated with cortisone injections and hyaluronidase which were effective. The patient still requires further treatment and symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the upper face, midface, lips, nasolabial folds and marionettes. Patient developed swelling and pain on the whole face and forehead. Patient was treated with clindamycin which was ineffective and patient went to the emergency department. Patient was also treated with cortisone injections and hyaluronidase which were effective. The patient still requires further treatment and symptoms are ongoing.

Event description:
Additional information: patient had additional treatment with hyaluronidase that was effective and intralesional steroids in the medial cheek which not effective. The patient is "doing better."